Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Customer reported multiple sensors with unknown serial numbers, all sensor issues have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer reported having multiple issues while using adc freestyle libre sensors for a year. Customer further reported that some sensors were giving "inaccurate readings" compared to blood glucose readings obtained on an unspecified meter and two of the sensors stopped working completely within a week of wear. Customer additionally reported that the sensors are unreliable and expensive and "someone might take an incorrect diabetic management decision" based on the inaccuracy of the sensor readings. On the day of report, customer was unable to test due to "another unexpected failure of the sensor". However, customer did not report any adverse event and self or third party medical intervention associated with the reported issues. No further information was provided and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.